Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is completed.

Event description:
Boston scientific received information that this lead was an attempted implant due to pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that lead damage was suspected due placement under the patient's clavicle. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.